Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during video-assisted thoracoscopic (lobectomy) surgery, while on tissue resection, there were several stapler misfires. The first few occurred during the division of lung parenchyma. Every staple fire was preceded by compression of lung tissue with lung compression clamp. Purple load worked well for first fire, then black loads requested, but reportedly none were av ailable, so grey loads were provided instead. Had problems with stapler either not engaging or popping. When loads fired, it was only halfway until resistance was encountered. Tried to switch back to purple with new staple gun but encountered same issues. Scattered staples in the immediate surgical field were irrigated and debrided. Multiple staple guns used. Black loads eventually located and used to complete this part of the parenchymal division. Black loads were more successful, although misfire happened once. The segmental bronchus was then stapled and divided with a purple load. After this, further parenchymal divisions were then performed to finish the segmentectomy. Black loads were again used. The first fire did not engage, so the staple gun was again replaced. No further issues. Later in the case, routine bronchoscopy showed that the bronchial staple line had come apart. Patient was re-explored, and the bronchus could not be sutured closed. A completion lobectomy was performed with a new stapler gun. No further issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument found no abnormalities. Fun ctionally, the instrument was loaded with a reload. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual and functional evaluation of the second instrument found no a bnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.